Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ local reaction: unable to observe as it is not related to the device. ¿ malaise: unable to observe as it is not related to the device. ¿ other-medical: unable to observe as it is not related to the device. ¿ rash: unable to observe as it is not related to the device. ¿ varied injuries: unable to observe as it is not related to the device. As per the investigation procedure, deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, b5, b6, d9, g2, h3, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, "rashes associated with the implants", and ¿inflammatory infiltration¿. Healthcare professional also reported the following events, which are not device-related: "malaise", "weight loss", "fragments of cystic structures in both breasts with fibrous walls, lined with resorptive granulation tissue", and "breast implant illness". Device has been explanted.

Event description:
Health care professional reported 'malaise, weight loss, rashes associated with the implants' and 'breast is soft becker grade iil capsular contracture'. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.